Event description:
It was reported that during a merlin.net transmission, the atrial lead exhibited noise. The patient would be scheduled for follow up and reassessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.